Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error, delivery stopped alarm. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was 130 mg/dl. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will return device for analysis

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected delivery stopped or incomplete bolus deliveries noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.